Manufacturer narrative:
Block h6: problem code a0501 captures the reportable event of sponge detachment. Block h10: one biopsy cap was returned for analysis; however, the locking device was not returned. The sponge was detach from the biopsy cap, the sponge was checked under magnification and the slits seem to be properly made on both sides. The customer provided pictures and it showed that the sponge detached from the biopsy cap. No other issue was noted. Based on information available the observed issue is due to inadequate process controls at the supplier of the biopsy cap sponge component. Additionally, the user did not apply a water soluble lubricant to the top of the biopsy cap prior to use and this could have causes more friction on the system while advancing a device through the biopsy cap leading to the sponge detachment from the device. The IFU mentions "to insert devices through the biopsy cap, apply water soluble lubricant to top of cap, align the device with the scope inlet and insert slowly in a straight manner. If not properly done, this may cause more friction on the system and may damage the rubber seal or the scope's working channel. " since the customer did not apply water-soluble lubricant at the top of the biopsy cap as stated within the directions for use, the most probable cause of the reported event of user error is failure to follow instructions. Based on the information available and the analysis performed to the returned device, the investigation conclusion code for this complaint will be documented as cause traced to component failure. An investigation is in place to address this problem. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an rx locking / biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. According to the complainant, during procedure, when a hydratome was being passed through the biopsy cap, the sponge detached into the scope channel. A water soluble lubricant was not placed on the biopsy cap prior to use. The sponge was retrieved from the scope after the procedure using a pair of biopsy forceps. The procedure was completed with another of the same rx locking / biopsy cap. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking / biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. According to the complainant, during procedure, when a hydratome was being passed through the biopsy cap, the sponge detached into the scope channel. A water soluble lubricant was not placed on the biopsy cap prior to use. The sponge was retrieved from the scope after the procedure using a pair of biopsy forceps. The procedure was completed with another of the same rx locking / biopsy cap. There were no patient complications reported as a result of this event.